Manufacturer narrative:
The device arrived with a complaint of accuracy issue. Tested device by performing performance verification (pvt) accuracy test. The device passed the accuracy test. Could not confirm the complaint. Probable cause not found.

Event description:
It was reported that a pca 7.03 w/ mednet did not dispense the correct amount of medication, and still had an amount left that did not disperse during a dilaudid infusion. There was no patient harm reported. No additional information is available.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.